Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-00613, 3005099803-2011-00614, and 3005099803-2011-00619 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and a sensation polypectomy snare were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved. The foot switch and snare were replaced individually in an attempt to identify the problematic system component; however, the active cord was not replaced. The procedure was not completed due to this event. Following the procedure, the active cord was replaced, which was reported to have resolved the issue with power delivery, and this active cord has been used successfully since this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, device manufactured date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.